Event description:
While discontinuing the non-abbott catheter (swan ganz catheter by edwards lifesciences) and sheath, it was observed that the sideport was disconnected. Since the plan was for therapy to be discontinued, no changes or interventions were needed as a result of the detachment. There were no reported adverse consequences for the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.